Event description:
Customer reported possible over infusion vs. Check valve failure. Doctor's order was magnesium sulfate secondary infusion 3 grams/100ml to infuse over 3 hours. Secondary infusion started at 33.3 ml/hour the nurse noticed immediately the drip rate was faster than intended and stopped the infusion. The primary set was removed and reloaded and the fast drip happened again. A new primary set was hung and the secondary infusion infused as intended. Customer requests an event log review to check for programming and would like the IV set investigated as well. No pt harm or medical intervention occurred. No further pt/event information was reported.

Manufacturer narrative:
(B)(4). The event log, error log, data set, and infusion set have been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.